Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/05/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. The total daily dose is appropriate per the user programmed basal rates. The bolus deliveries from the black box correlated appropriately to the total daily dose bolus history; discrepancies between the two records were found to be within specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy check. All deliveries performed during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the patient contacted animas alleging the patient¿s blood glucose on 03/11/2015 was 574 mg/dl with blurred vision, extreme thirst, and feelings of lightheadedness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history and the total daily dose bolus history did not match. This complaint is being reported because the alleged adverse event was attributed to an inaccurate delivery issue of unknown cause.